Event description:
Customer reported a plate was placed on the upper arm of a patient during breast surgery. The patient was diagnosed with a 1x3 cm. 3rd degree burn, which was treated topically with a mercury chromium ointment. There was no additional treatment and the burn is reportedly healing well. The plate used is being returned to 3m for analysis.